Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was and is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU). It is confirmed that the foreign material residue point was not deformed. However, the cause of the material remaining in the device could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in " evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.